Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. Failure (event) observed during analysis. Final analysis found silicone medical adhesive on the ring electrode.